Manufacturer narrative:
The reported event of detached sideport tubing was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.

Event description:
After a pulmonary vein isolation procedure, the sideport detached from the sheath after being removed from the patient. There were no adverse consequences to the patient.